Manufacturer narrative:
Product analysis: the product was not returned, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, while the valve was recaptured due to a deep positioning, a capsule fracture was reported. The valve was still loaded in the catheter. It was reported that the capsule did open prior to the capsule breaking and there was no tension felt in the system during deployment. A different valve was used for implant. No adverse patient effects were reported.